Event description:
While a surgeon was using the omniguide laser for a robotic assisted myomectomy, the laser fiber "blew." It was a velocity fiber. The representative from omniguide surgical was present and took possession of the fiber. The representative informed the facility that his company intends to evaluate the fiber. Manufacturer response for velocity high performance fiber, omniguide (per site reporter): they are investigating/ evaluating the fiber.